Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension sets experienced separation with leak. The following information was provided by the initial reporter: when the nurse was loading chemo drug in the pump the tubing fail apart at the clip some of the chemo drug leaked, but there no harm to nurse or patient.

Manufacturer narrative:
H.6. Investigation summary: the customer reported the tubing fell apart at the pumping segment and returned one used sample of material 11532269. The sample was unused, and was broken directly out of the packaging. The root cause was found to be insufficient solvent applied during assembly. A device history record review for model 11532269, lot number 21095031 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite extension sets experienced separation with leak. The following information was provided by the initial reporter: when the nurse was loading chemo drug in the pump the tubing fail apart at the clip some of the chemo drug leaked, but there no harm to nurse or patient.